Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. Due to further investigation, the device evaluation was updated. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device overheated, made a loud noise, the air pump stayed on, and the device had a bad thermistor. It was determined that these issues were all due to a worn out motor and bearings. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to excessive force, which is normal use and servicing over time.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn, causing the loud noise, the device to overheat and the air pump to stay on. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that a motor device was "making a loud noise". The reporter was unable to clarify if the malfunction occurred during pre-surgery check or surgery.  It was unknown to the reporter if there were any delays in a surgical procedure. A spare device was available for use. No injuries or medical intervention were reported. The reporter was unable to determine the date of this event, but was able to confirm that the event occurred in (B)(6) 2013. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4)evaluates the device, a supplemental medwatch report will be sent accordingly.